Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. No other details could be provided regarding the patient and event by the biomed. No device logs or patient event files were provided to philips for review. The asp evaluated the device. The device was tested but no faults were found. The device returned to full functionality and was sent back to the customer. Based on the information available and the testing conducted, the root cause of the reported problem was not found. The reported problem was not confirmed. The asp determined that the reported issue was not found, and the device was working fine. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the device displayed no ECG leads during an emergency. Lt was reported the patient had to be shocked several times. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the device displayed no ECG leads during an emergency. Lt was reported the patient had to be shocked several times. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.